Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 286 mg/dl. The customer stated that the alarm occurred while delivering a bolus. Troubleshooting could not be done because the alarm had already been resolved by an infusion set change. Advised customer to do a complete set change as soon as possible. Advised to call back if the alarm occurred again in order to troubleshoot. Nothing further reported.